Manufacturer narrative:
Manufacturer's investigation conclusion: the reported strokes could not be confirmed through this evaluation. A specific cause for this event could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The hm3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No implant date provided and therefore device age cannot be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article titled ¿anti-coagulation management in pediatric ventricular assist device: a quality improvement target¿ identifying heartmate 3 may be related to stroke in pediatric patients. The stroke was caused due to high variability in time for intravenous anti-coagulant achieve therapeutic levels in these patients.